Event description:
It was reported that the patient received multiple shocks while wearing the spinal pak device. It was reported by the patient that she sweats when she walks. The patient was advised not to wear the device when she walks. The patient also stated that she did not contact the doctor only the sales representative. The patient reported that she has been having some pain with the device. The patient stated she did not call the doctor, she only called zimvie. The patient was advised to wear the device at night for ten hours and then take it off during the day. She was also advised to call the doctor about the pain. The patient stated that she believes the pain is from the healing process as she has not had any physical therapy. The patient was told that some patients do feel discomfort from the healing process and to cut back hours of usage and then build up again if necessary. The patient reported that she continues to have pain while treating with the unit. The patient reported that the pain is between and 8 and a 9 out of time. The patient stated that she has reported the pain to her doctor, but nothing has been recommended or prescribed. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient stated that she received multiple shocks and had pain (level 8-9 on scale of 1-10) while wearing the spak unit and sweats when she walks. The sales representative advised her not to wear the unit when she walks and wear unit at night for ten hours, then take it off. Also, the patient was advised to contact their doctor and call back. The patient contacted their doctor but no treatment change or medications were prescribed for pain. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.